Manufacturer narrative:
Device has not returned to date 06jun17. We anticipate the device to return and will send a follow-up upon investigation. A lot review was conducted and no nonconformances were noted associated to this issue.

Event description:
The product "sheared in a case". There's shearing at the tip of the catheter.

Manufacturer narrative:
The returned product evaluation provided evidence that the polyimide tubing was pulled from the catheter. The manufacturing record review yielded no signs of product defect or nonconformances during manufacturing. The most likely root cause is the device was damaged during use while interacting with the guidewire. This tearing of the pebax was evident on the returned device. Catheter separated outside of the patient.